Manufacturer narrative:
Additional information received indicated the correct aware date (g4) was 03 december 2020, rather than 27 november 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of t-wave oversensing noted via remote transmission. Technical support was contacted and noted that there were episodes of non-sustained oversensing due to suspected pseudofusion and intrinsic r-wave oversensing. Reprogramming was recommended but has not yet been performed. The patient was stable with no consequences.